Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There was no excessive no delivery alarm on the insulin pump and the device functioned properly. The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip and scratches around the casing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer experienced nausea and treated their high blood glucose with their backup plan. Customer believed the insulin pump did not deliver insulin to them properly. Customer's alarm history showed a no delivery alarm. Customer advised they were able to prime successfully and passed the high pressure test. Customer advised they fell off their bicycle and the insulin pump had been damaged. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.